Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with implantable cardioverter defibrillator (ICD) device had acute deep vein thrombosis (dvt) which was possibly from procedure. It was indicated that the patient found to have a swollen left arm and venous duplex ordered displaying evidence of dvt, axillary vein and brachial vein. In addition, the patient was given oral medication. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and determined that the allegation was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. The returned implantable cardioverter defibrillator (ICD) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient with implantable cardioverter defibrillator (ICD) device had acute deep vein thrombosis (dvt) which was possibly from procedure. It was indicated that the patient found to have a swollen left arm and venous duplex ordered displaying evidence of dvt, axillary vein and brachial vein. In addition, the patient was given oral medication. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and determined that the allegation was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that the patient with implantable cardioverter defibrillator (ICD) device had acute deep vein thrombosis (dvt) which was possibly from procedure. It was indicated that the patient found to have a swollen left arm and venous duplex ordered displaying evidence of dvt, axillary vein and brachial vein. In addition, the patient was given oral medication. Subsequently, this device was explanted. No additional adverse patient effects were reported.